Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the failure of releasing the clip occurred due to any of the following possible causes. The sliding resistance between the operation wire and the sheath was increased since the insertion position of the endoscope was excessively angulated. The limiter in the control section was broken off before the clipping was completed. The slider could not be pulled completely. The endoscope or the clipping device was pulled while the clip was grasping tissue. The tensile load was applied to the connection of the hook and the clip. The above device handling has warned in the instruction manual as follows. Do not force the instrument if resistance to insertion is encountered. Reduce the angulation of the endoscope until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope, instrument, and/or clip.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the clip could not be released correctly from the subject device. The user had to cut the subject device in order to release it. But the clip could not release, the clip remained attached. There was no patient injury reported. No further information was provided. This is the report regarding the failure to release the clip.